Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
The sales rep reported that during the revision procedure on the (B)(6) 2017, an identical ps insert lel385 was put back in but the surgeon noticed it wasn¿t engaged properly. The ps insert lel385 was removed and a ts insert r77jhe was used in its place.